Event description:
It was reported by the patient that the pump had a fatal error, was turned off, and needed to be replaced. The patient thought it was due to the battery, but their physician did not tell them what caused the error. The patient indicated there were 3 drugs in the pump; one of the drugs was morphine, but they could not remember the other 2 drugs. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).